Event description:
The failure investigation technician reported review of the significant event log indicated a spi bus is an internal communication link between the cpu and peripheral subsystems. No patient harm reported.